Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was provided for an examination and root cause analysis in our service laboratory in melsungen. The history files were read out and analyzed. The stored history log files of the reported day of occurrence ((B)(6) 2020) were detailed investigated. It was possible to detect an infusion therapy which was started with a selected infusion line (type space line) at 07:53am. Furthermore the setting of the infusion therapy with a vtbi of 17,9ml and a flow rate of 3,85 ml/h were set. The infusion was started with a calculated the infusion time of 4 hours and 39 minutes. It was possible to found two pressure alarms in the device history. Furthermore the infusion therapy was started and stopped several times. No further errors, malfunction or abnormalities could be found. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,15 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Manufacturer narrative:
This report has been identified as b. Braun (B)(6) ag internal report#: (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6), "pump alerted about end of the fluid bag." Customer information: the infusion pump suddenly alarmed the end of the fluid bag, the pump info showed that the fluid had gone total 57ml / 16h. Liquid prescribed for a child, which was supposed to contain 57ml g10% + 57ml g20% + lytes.